Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. An external abrasion was noted at 8.9 cm to 9.0 cm from the connector pin which breached the outer insulation and exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.